Event description:
The product was used during a pediatric laparoscopic spleen procedure. Reportedly, the staples did not form properly and there was bleeding. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.